Event description:
Event description cpi received information that this transvenous defibrillation lead was removed from service due to dislodgement. A new transvenous defibrillation lead was implanted. During the replacement procedure the physician tugged on the chronic sensing lead and the pin pulled away from the insulation. This bipolar lead was removed and replaced with a new sensing lead.